Event description:
Customer reported blood leak at the filter. Treatment was aborted. Patient was given 200 saline before receiving next treatment. Patient was reported to be in stable condition. The customer will return the smart card for analysis. The smart card, however, has not been received at the time of this report. The customer provided a photo for analysis.

Manufacturer narrative:
Device was used for treatment. A batch record review was performed for lot d104. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for pto leak. No corrective and preventive action has been initiated for pto leak. This assessment is based on the information available at the time of the investigation. The smartcard associated with the complaint has not yet been received for investigation at the time of this report. Analysis of the photo is in progress. A supplemental report will be filed when the investigation is complete. Meddra codes: lt-device malfunction-10063829. (B)(4). Ttqms: 14759 rr: 15421 i.r (B)(6) 2015.

Manufacturer narrative:
A photo analysis was conducted for this complaint. Review of the photographs confirmed the reported blood leak; however, the analysis was unable to confirm the actual leak site. The root cause of the leak could not be determined from analysis of the photograph. No manufacturing defects were found during the investigation. Review of the device history record did not identify any related nonconformances. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the therakos continuous improvement process.